Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified moderate signs of wear and debris about the threads, and the collar is confirmed to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The customer has returned an x-ray of the device. It can be confirmed through sme review that signs of bone loss are present. Infection cannot be verified. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/ unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 14. Bone loss and infection was also noted.